Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of unknown. Customer's blood glucose level was 1576 mg/dl at the time of incident and current blood glucose level was 117 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer states he was in the intensive care unit and his kids turned the insulin pump off. Customer stated that the due to her over taking of medicines due to her flu. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.